Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event for more than 20 days. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, and frequency not reported, duration of more than 20 days). On an unreported date, the patient developed peritoneal sclerosis. Peritoneal dialysis therapy was discontinued, and the patient was preparing to transfer to hemodialysis therapy. At the time of this report, the patient was not recovered from peritonitis. Outcome of peritoneal sclerosis was unknown. No additional information is available.